Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a high out of range shock impedance measurement, greater than 200 ohms. It was noted measurements had been stable up to that point, and presenting electrocardiograms appear clean on all channels. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.